Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medication orders were not appearing. The technical support specialist (tss) determined issue occurred because the medication orders were linked to a different patient ID after a merge was performed in the avatar system. The episodes were merged in myqlink, which allowed the orders to display correctly in that system. However, the orders were still not appearing in medbank. A final attempt was made to push the orders from rxconnect. After remote access to the medbank system and review of the patient profile, all medication orders were confirmed to be appearing correctly under the patient profile in the medbank application. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, orders did not appear. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.